Manufacturer narrative:
Submit date: 2017-10-09.

Event description:
The enteral feeding pump was returned for preventative maintenance with no reported malfunctions. Upon triage on (B)(6), the service tech found the device does not chime when powered on.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the service finding that the unit had no audio upon start up. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a formal corrective and preventative action investigation has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.